Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by fever, cloudy peritoneal effluent and abdominal pain. The cause of peritonitis was unknown. On the same day, the pt was hospitalized for the event and began treatment with cefazolin, ceftazidime and vancomycin (doses and frequencies not reported) intraperitoneally (ip) for peritonitis. On an unknown date, after the culture results were revealed, the pt switched antibiotic therapy from ip to intravenous (IV) route and began treatment with fluconazole (50 mg, every 2 hours) ip for peritonitis. Antibiotic therapy was ongoing. On the day following the onset of the event, pd therapy was discontinued and the pt began treatment with hemodialysis. On an unreported date, the pt remained hospitalized and was recovering from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.